Event description:
It was reported that the atrial intrinsic amplitude was out of range and intermittent right atrial (ra) lead undersensing and oversensing was observed on stored atrial tachy response (atr) electrogram (egm)s. No adverse patient effects were reported. The lead remains implanted.